Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The night after the procedure, the patient experienced nausea and hypertension and decompensated thereafter. A computed tomography (CT) was performed and showed a massive brain bleed that was inoperable. The patient was still intubated while waiting for the rest of the family to arrive at the hospital before they withdraw care. The patient died on (B)(6) 2025. The suspected cause of the cerebral hemorrhage was a hypertensive crisis and heparin plus eliquis administration.